Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a regular follow-up. High out of range rv pacing lead impedance was observed. Increased capture threshold was also observed. Lead revision was suggested. No further information is available.